Manufacturer narrative:
The mayfield modified skull clamp (a1059) was returned for evaluation: device history record (DHR) - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - investigation of the returned unit was unable to duplicate slippage. The lock does have a bit of movement which will require readjusting, but when the clamp is properly positioned and put under pressure, it does not move. The unit was sent to quality engineering (qe) due to having a patient injury involved with slippage. Qe confirmed the findings of the service team evaluation, that the returned unit was in worn condition, and wear was noted on the starburst teeth with minor movement in the lock. No other issues were observed. To resolve these issues, general cleaning and maintenance were performed. Root cause - the complaint is not confirmed. The lock does have a bit of movement, but once put under pressure, the lock would not move. The unit will be sent to quality engineering due to having a patient injury involved with slippage. No further investigation is required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
A facility reported that the patient was in mayfield skull clamp (a1059) pins with torque screw tightened to 80 lbs., the surgeon was attempting to swivel the device while it was unlocked. While attempting to swivel the mayfield, the pins slipped causing 2 lacerations; one laceration about 2 cm and the other was about 1cm. The mayfield was immediately removed from service.